Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use 270um laser fiber was used during a stone laser case in the prostate performed on an unknown date. Reportedly, the laser unit used was an auriga 50 watt laser. According to the complainant, after 4 minutes into the procedure, the tip of the fiber broke off inside the patient. The detached tip was successfully removed through flushing. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.